Manufacturer narrative:
The subject device and concomitantly-used video processor and light source were returned to the olympus for evaluation. Olympus checked the subject device with the other returned devices connected and confirmed all devices worked properly. Olympus could not determine which devices were contributed to the reported phenomenon because the phenomenon was not reproduced. The related devices were not found any abnormalities, so there was a possibility that the phenomenon was attributed to the user handling of the devices. The instruction manual of (B)(4) already mentions the appropriate device handling when (B)(4) has abnormalities. Olympus also checked the device history record of the subject device and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00142 and 8010047-2016-00042.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this initial report is required on december 18, 2015. Olympus was informed that during the tur (transurethral resection) procedure the halation had occurred on the endoscopic image repeatedly. The facility replaced the otv-s7v connected to the subject device to another device to complete the procedure. There was no report of the patient's injury in this event.